Event description:
On the event date, the lay patient contacted lifescan (lfs), alleging that his one touch ultra meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation since the medical surveillance specialist (mms) was unable to contact the patient by phone. The patient said that the alleged power issue started at 8:00 am on the same day. The patient took an increased dose of medication, which appears to have been novalog insulin, 10 units and claimed he became tired and sweaty after the product issue started. It is not clear what treatment, if any, the patient took for the symptoms. The cca noted that the patient did not replace the battery per the owner's manual. The cca walked the patient through replacing the battery and resolved the power issue. The patient's products were replaced. The complaint is reported because the patient alleges that his lfs meter powered off during use. After the alleged issue started, the patient claimed to be tired and sweaty, which can be typical symptoms of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) ar returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.